Event description:
Per the initial reporter, while prepping operating room #1, the vertier table was found to have a defective power entry module and the hand remote and the override panel did not work. There were no adverse consequences as a result of this failure.

Manufacturer narrative:
There is no established expiration date for this device. The said device was evaluated in the field. Occupation and whether the initial reported is a health professional is unk at this point. Device manufactured date is unk at this point. The override panel did not function, likely due to a defective wire harness. A malfunctioning override panel could impair safety measures if the surgical table would have to be articulated if handled control fails. There were no patients involved with this malfunction and no adverse consequences.